Event description:
It was reported that during a case, the unit began operating intermittently and the bulb flickered on and off. It was further reported that the customer was later able to reproduce the issue. There was no pt harm or delay in the case.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.